Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose, and she was treated with the insulin pump and manual injections. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run the fixed prime test and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to complete testing. Instructed the customer to remove the cannula, and it was not bent or occluded. Reminded the caller to change the infusion set and reservoir every two to three days. No further information was provided.